Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 6 devices were received for evaluation. 4 events were confirmed during testing. 4 devices were found to be affected by corrosion. 1 event was not confirmed during testing; however, the device was found to be affected by corrosion. 1 event was not confirmed during testing; however, the device was found to be affected by a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.